Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, and no photos were provided for review. Therefore, the investigation is inconclusive regarding the reported fracture issue, as no objective evidence was available. Similarly, the fluid leak or evidence of it could not be directly observed and therefore cannot be confirmed. However, based on the available information in the report, a use error will be confirmed, specifically, the failure to take appropriate action after discovering mechanical damage on the catheter, which would have contributed to the heavy bleeding reported to have occurred afterward. The definitive root cause for the reported fracture, leak, and use error could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D1, d2, d4 (medical device catalog #), g3, h6 (device, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a child patient underwent a chronic catheter placement procedure. Sometime post placement, the device was allegedly crack is 2 centimeters from the puncture site. It was further reported that the patient allegedly experienced vomiting and heavy bleeding from the catheter dressing and dressing was redone. Furthermore, the reported that catheter was allegedly almost cut in half. Reportedly, the device was allegedly found discharge. The catheter was removed and the anesthetist applied pressure dressing. The current status of the patient was unknown.

Manufacturer narrative:
H11: h10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a child patient underwent a chronic catheter placement procedure. Sometime post placement, the device was allegedly crack is 2 centimeters from the puncture site. It was further reported that the patient allegedly experienced vomiting and heavy bleeding from the catheter dressing and dressing was redone. It was further reported that catheter was allegedly almost cut in half. Reportedly, the device was allegedly found discharge. The catheter was removed and the anesthetist applied pressure dressing. The current status of the patient was unknown.